Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The treatment for the peritonitis event was not reported. At the time of this report, the patient was recovering from the event. The action taken with the dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.